Event description:
During heparin IV management, rn observed sudden wetness on her glove and realized that the IV line malfunctioned and caused heparin leakage. Breakage was not caused by accidental force or impact; the line appears to have disconnected next to one of the ports. Item discarded after use. Manufacturer response for IV tubing, clear link system continu-flo solution set (per site reporter) according to the manufacturer lot codes provided, this would have been a lot that was from the products manufactured in the warehouse after the enhancements were made for leaking. We have notified baxter of this and seeking a crosscheck to confirm this code and lot are from the enhanced production line.